Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event and patient details has been requested. No additional information is available at this time. Device labeling: precautions the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system. In order to minimize trauma to the eye and associated complications, it is essential that the gel implant is placed in the proper subconjunctival location.

Event description:
Physician reported, "intrascleral retraction of the xen with a needle, absence of permeability and necessity for a new implantation." Device remains implanted as it cannot be retrieved.